Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps instrument did not deliver energy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. The instrument was found to have a broken conductor wire at the proximal end when the housing was removed. The conductor wire was found to be broken at the main tube/roll gear interface when the conductor wire was inspected and lightly pulled. Electrical continuity was performed and failed. No thermal damage was observed. The probable root cause of this failure is attributed to manufacturing. This complaint is being reported due to the following conclusion: the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the maryland bipolar forceps instrument did not deliver energy. A backup instrument of the same type was used. The procedure was completed with no reported injury.